Event description:
An endeavor resolute rx drug-eluting stent, length 24mm, diameter 2.5 mm, was used to treat a severely calcified and stenosed lad lesion in a pt. It was reported that the index procedure went smoothly and the stent was positioned correctly. It was reported that angiography was performed ten days post procedure and the lad stent was found to be "broken". The device was inspected prior to use with no abnormalities noted. It was reported that pre-dilatation of the vessel was performed. The pt status was reported as fine and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results: (stent fracture, stent deformation), (resistant lesion with severe stenosis and calcification). Conclusions: (resistant lesion with severe stenosis and calcification). Cine film evaluation: a cd of procedural images was returned to medtronic for evaluation. The procedure images confirmed the presence of a number of stenotic calcified lesions in the lad. The target lesions were pre-dilated with multiple balloon inflations, but the vessel profile remained stenotic and resistant to the ballooning attempts. Two stents were deployed to the mid and proximal lad. The more distal stent, which appeared to be the 2.5 x 24mm endeavor resolute stent, was deployed first. There appeared to be a stenotic portion of the vessel at the location of the mid stent. The stent appeared to conform to the lesion/vessel morphology at the site of the most calcified stenosis. This issue was not resolved with post dilatation of the stent/vessel. Based on two dimensional fluoroscopic images provided, the stent did not appear to be concentrically expanded. No ivus imaging was provided. The images of the follow up procedure showed that the stents continued to conform to the lesions with no further deformity or distortion from the images taken at the index procedure. There was no evidence of stent weld or strut material breakages. It appears that the force applied to the modular stent segments during post dilatation resulted in misalignment of the previously adjacent non-welded stent segments.